Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user's test strips had a poor storage(kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 237 and 216 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 105 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification,customer stores the product in the kitchen table. The test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2016. Customer stated that she had not made any changes to her diet or medication(insulin)). The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer called concerned with the readings of 237 and 216. Customer educated of the product proper storage environmental conditions. No back to back testing done due to the test strips storage issue.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strips had a poor storage (kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 237 and 216 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 105 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on 08/23/2016, a back to back blood test was not performed by the customer. The product is not stored according to specification,customer stores the product in the kitchen table. The test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2016. Customer stated that she had not made any changes to her diet or medication(insulin)). The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer called concerned with the readings of 237 and 216. Customer educated of the product proper storage environmental conditions. No back to back testing done due to the test strips storage issue.